Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via the representative reported there was a large volume discrepancy (20 ml difference), and they were going to be performing a catheter dye study and roller study. The representative stated she was in a rush and would report the rest of the details of the event later. The reason for the call was the representative wanted to know if it would be possible that the motor stops due to a kinked catheter. The representative reported they had tried to aspirate from the catheter access port and was unable to. The representative stated the patient had a newer pump. The representative confirmed that they looked at the pump logs, and there were no motor stalls. No patient symptoms were reported by the representative at that time.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained an unknown brand of morphine [15 mg/ml] at a dose of 2.5 mg/day and clonidine [30 mg/ml] at a dose of 5.010 mg/day. It was reported the patient was not getting relief of pain. There was 20 extra milliliters found during refill. The hcp was unable to aspirate the catheter during a dye study. The pump was programmed to minimum rate. A revision was referred to neurosurgery for scheduling; surgical intervention was planned, but not yet scheduled. There were no environmental/external/patient factors that might have led or contributed to the issue. The issue was not resolved at the time of the report. The patient weight was unknown. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.